Event description:
It was reported that the customer was hospitalized. The cause of the hospitalization was not known at the time of the report, and the customer could not be reached for additional information despite numerous attempts. It was also reported that the buttons on the insulin pump were unresponsive. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.